Event description:
Olympus was informed that a scrub nurse found approx 6mm of the grasping surface of the subject device missing as she received that device from the surgeon during an unspecified therapeutic procedure. The subject device was said to have not been inspected prior to use and thus it was unk as to where and when the device fell off. The fragment was reportedly not recovered. There was no pt harm reported, and the pt was said to be recovering and was without problems a week after the procedure.

Manufacturer narrative:
The subject device was returned to the original equipment MFR (OEM) for eval. The eval found a part of the grasping surface was missing and a scratch on the area where the subject device was broken. The subject device was noted to bear a number of scratches on the probe. The OEM concluded that the grasping surface broke because the device was grasping a hard object when ultrasonic output was activated. The device instruction manual advises users not to activate ultrasonic output while grasping metal and other hard objects. This report is being submitted as a medical device report in an abundance of caution.